Event description:
It was reported that the patient experienced coupling issues with their implantable neurostimulator. An antenna locator was used and resulted in a power-on-reset condition. A normal charging screen was reached and the patient received perfect coupling. Additional information had been requested, but was not available as of the date of this report.

Event description:
Follow up information received indicated that the patient's programmer was working and had no issues with its use. Previously, she had lost the programmer and had to be sent a new one. She struggles with the use of the external recharger but was performing the task correctly. Due to the patient's small size she "struggled" to maintain a good connection during recharging and continually had to reposition herself to maintain the highest level of coupling. It was also noted that the recharger did not lie flat over her implantable neurostimulator (ins) due to her size and ins placement location. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Programmer: model 37743, serial# (B)(4). Recharger: model 37752, serial# (B)(4). Lead: model 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: na. Lead: model 3777-60, serial#(B)(4), implanted: (B)(6) 2009, explanted: na. Anchor: model 3550-39, lot# n213355.